Event description:
Boston scientific (formerly guidant) received info from the pt's wife that he received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. It was noted that a leak occurred and the endograft needed to be removed. The aaa was then repaired by wrapping it with dacron material. The pt spent 21 days in the hospital. To date, no further adverse pt effects were reported.

Manufacturer narrative:
No additional info is available at this time. If additional info becomes available this event will be updated.